Event description:
It was reported that the syringe was installed on the unit with the plunger not properly seated, and no alarms were generated. There was no patient involvement. Per reporter the issue occurred during testing.

Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection identified the device was in used condition and review of the event history found invalid syringe size and travel reverse error alarms. During functional testing, the reported issue was unable to be duplicated. The pump audible alarm tone is functioning during testing, including when the syringe is not seated properly. Unable to duplicate customer reported issue. The device log shows repeating instances of ¿syringe plunger not in place¿. Internal inspection of plunger assembly shows the q1 component on the plunger printed circuit board (pcb) is broken off. Probable cause is due to damage during use or repair. The pcb was replaced.